Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. Customer¿s blood glucose 402 mg/dl. The customer reported that they had no delivery alarm. The customer treated with the insulin pen. The troubleshooting was declined for high blood glucose. The troubleshooting was done for no delivery and insulin exited with the manual prime. The insulin pump and infusion set will not be returned for analysis

Event description:
Incident date has been changed (B)(6) 2018.